Manufacturer narrative:
H6: evaluation codes updated. Five opened/unused samples were returned for investigation. The reported complaint was not confirmed. The liquid that was determined to be silicone. Silicone is applied during our assembly process to aid in rotation. Each of the returned components met the specified requirements. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was greasy liquid in the underside of the product. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.